Manufacturer narrative:
Abbott has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported the patient did not use or charge the ipg for approximately six months. As such, the ipg was inoperable. Surgical intervention was undertaken to explant and replace the ipg. Effective stimulation was restored post-operative.